Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding and display screen had condensation underneath. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with intermittent act and down button response due to corroded keypad traces. No button error alarms noted. Device received with cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.